Manufacturer narrative:
The 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on their one touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the patient and the patient was unwilling to answer any further questions. The following is based on the initial call placed to lfs on (B)(6) 2010. The patient mentioned that the alleged issue with the meter began on (B)(6) 2010. The patient had been comparing the high readings to her feelings/ normal results. The patient had obtained the alleged high readings 87 mg/dl, 111 mg/dl and 300 mg/dl. The patient mentioned sometime during that time she had developed cold sweats, shaky and nausea. The patient then self-treated herself with food/drink and did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. A quality control test was done and the test strips passed using the control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the high readings, she later developed symptom suggestive of a serious injury and had to self-treat with food/drink.